Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported that the unit alarmed, emitted a "plastic odor", and suddenly stopped operating while in use on a patient. There wasn't any patient harm.

Manufacturer narrative:
Visual inspection of the cpu board revealed no evidence of damage or contamination. Visual inspection of the motor controller (mc) pcba revealed heat related damage. Visual inspection of the pm board revealed no evidence of damage or contamination. A shorted component on the motor controller pcba caused the customer complaint and replacement of the capacitor corrected the problem with this mc board. The inductor was shorted on the customer returned pm board which prevented the fi test vent from booting up. Replacement of inductor corrected the problem with this pm board. The cpu pcba was tested with no failures identified.

Event description:
The international customer reported that the unit alarmed, emitted a "plastic odor", and suddenly stopped operating while in use on a patient. There wasn't any patient harm.